Event description:
It was reported that following an attempted novasure endometrial ablation on "a small cavity," and an unsuccessful cavity integrity assessment (cia) test, the physician did a laparoscopy and saw a 1.5 to 2 cm uterine perforation "at the fundus". The perforation site was cauterized and the patient was admitted for overnight observation. Prophylactic antibiotics were given. On (B)(6) 2013, the physician reported "the patient was released the next day and is doing fine."`

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to inset into the cervical canal, use clinical judgement to determine whether or not further dilation was required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).